Event description:
A medtronic representative reported when navigating in trajectory view 2 in synergy spine 2.0, the surgeon would like to flip s/I and is able to do so using the 'flip horizontal' button. But after flipping the image, if the image is zoomed or moved, the image will flip back to the original s/I orientation. If the images are moved or zoomed prior to being flipped, the flipped orientation does not revert.

Manufacturer narrative:
There is no pt info and no pt was present in this concern. Part has not been returned for evaluation.